Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in clinic for routine follow up. Upon interrogation, the pulse generator exhibited inappropriate rate increase and intermittent output. The device was reprogrammed and normal function resumed. The patient was doing well.